Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : device not returned.

Event description:
The user facility reported that the device overheated. Additional information has been requested from the user facility regarding how the issue was noticed, patient involvement, procedure completion, medical intervention, surgical delay, and adverse consequences.

Event description:
The user facility reported that the device overheated. Additional information has been requested from the user facility regarding how the issue was noticed, patient involvement, procedure completion, medical intervention, surgical delay, and adverse consequences.